Event description:
Procedure type: anastomosis. According to the reporter: while removing the instrument from the pt, the doughnut got jammed inside the colon. The surgeon subsequently decided to convert to open approach and surgery and completed the anastomosis by suturing. The surgical time was increased by more than 30 minutes as a result. No pt injury was reported.